Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 20x3.50mm veriflex stent delivery system (sds) was advanced to the highly calcified lesion in an unknown location and would not cross the lesion. Upon removal of the sds it was noted that some of the stent struts were lifted off of the balloon. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found no kinks along the entire length of the shaft. An examination of the crimped stent found that the proximal edge of the stent was raised and misaligned. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 20x3.50mm veriflex stent delivery system (sds) was advanced to the highly calcified lesion in an unknown location and would not cross the lesion. Upon removal of the sds it was noted that some of the stent struts were lifted off of the balloon. No patient complications were reported and the patient's status is ok.